Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Site rite 8 displaying fuzzy images. Issue started happening a couple weeks ago.